Manufacturer narrative:
The nurse reported that they wanted to speak to someone regarding the alarms on the central nurse's station (cns). She said that they want to ensure that the alarms ring when the leads are pulled off the patients. She said that they will only show a banner for "check electrodes" and only gives a ding sound. In addition, they want to make sure that they alarm because they are in a ICU and it is a chaotic unit and they need a sustained alarm for when the leads are disconnected. She mentioned that a patient had died, and now they want to change the alarm settings to make sure something like this does not happen again. She stated that outcome may not have been different because the patient was ill. However, she stated that had they known sooner about the leads being off, they could have done something sooner. She said it was concerning to them that the cns did not alarm to the extent it should have. She mentioned that they are not ascribing any blame to nihon kohden. They are doing their root cause analysis and breaking down each thing that happened at the time of the incident and reviewing what they can do to improve it. A nihon kohden clinical application specialist spoke to their biomedical engineer (bme). The alarm for leads off did alarm, but they are wanting to have it escalate to warning if not responded to. The escalation alarm, once it escalates, will not alarm again once it has been silenced until the alarm resolves itself and resets. However, later they stated that the alarms did not alert during the 12.5 minutes that the patient had the episode. Qa is trying to get clarification on this matter. Attempt #1 08/04/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 08/12/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded back that the hospital's risk management team declined to provided this information. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 08/04/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 08/12/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide additional device information.

Event description:
The nurse reported that they wanted to speak to someone regarding the alarms on the central nurse's station (cns). She said that they want to ensure that the alarms ring when the leads are pulled off the patients. She said that they will only show a banner for "check electrodes" and only gives a ding sound. In addition, they want to make sure that they alarm because they are in a ICU and it is a chaotic unit and they need a sustained alarm for when the leads are disconnected. She mentioned that a patient had died, and now they want to change the alarm settings to make sure something like this does not happen again. She stated that outcome may not have been different because the patient was ill. However, she stated that had they known sooner about the leads being off, they could have done something sooner. She said it was concerning to them that the cns did not alarm to the extent it should have. She mentioned that they are not ascribing any blame to nihon kohden. They are doing their root cause analysis and breaking down each thing that happened at the time of the incident and reviewing what they can do to improve it. A nihon kohden clinical application specialist spoke to their biomedical engineer (bme). The alarm for leads off did alarm, but they are wanting to have it escalate to warning if not responded to. The escalation alarm, once it escalates, will not alarm again once it has been silenced until the alarm resolves itself and resets. However, later they stated that the alarms did not alert during the 12.5 minutes that the patient had the episode. Qa is trying to get clarification on this matter.